Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) to remove stone from the common bile duct, the physician used a cook memory hard wire basket. It was reported that the user opened the package and advanced the device through the endoscope working channel to the desired position to remove the stone and discovered that a basket wire was broken. The user retracted the device and changed to another new one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully advanced. The basket has a broken wire detached at the proximal end of the wire and remaining attached at the distal tip of the basket. The basket was able to fully advance and retract during handle manipulation with some resistance. The broken wire would remain outside of the catheter during retraction. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point, but there was no evidence of the wire being damaged by the buff process. A white substance was noted within the basket wires and within the distal catheter. Compressed areas of the catheter were noted 127.1cm and 129.7cm distal to the handle. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production leadership and manufacturing engineering on 07apr2025. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wire was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.